Event description:
Pt is a resident of long term care nursing facility. The pt was placed on a specialized bed on 03/17/2000 to promote healing and prevent pressure ulcers. On 04/05/2000, the resident was found with a 2 & 3rd degree burns on the left foot. The motor of the specialized bed (pro-2000) was mounted to the foot board. The resident was found with foot against motor. The rep was contacted. The bed was returned to the co on 04/05/2000 for testing. All other pro-2000 beds in use had brackets attached to have motor lowered away from pt contact.